Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   Cup positioner was returned for review. Visual review of the device shows nicks, gouges, and scratches to the strike plate, handle, and body from previous uses. Threaded tip shows deformation and damage of the leading thread. No other damage was noted. Device has an approximate field age of 1 year. Shell was not returned and remains implanted. Review of the device history records identified no deviations or anomalies during manufacturing medical records were not provided. It was reported the devices were cross-threaded. However, without additional information, a definitive root cause cannot be identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part: 00620005622, lot: 64501531, part: 00784101750, lot: 63895075, part: 00630505632, lot: 64567103, part: 00801803214, lot: 6345308. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-01687.

Event description:
It was reported the cup got cross threaded and would not screw onto the inserter. No adverse events have been reported as a result of the malfunction. Attempts have been made and no further information has been provided.